Event description:
The reporter stated the surgeon inserted 13.2mm vicmo13.2 implantable collamer lens into the patient's left eye. The lens tore during insertion into the eye. The lens was removed during the same procedure. No further information is available. A supplemental medwatch will be submitted when additional information is available.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4) - no known impact or consequence to patient; break, icl. Device evaluated by manufacturer? No - 81 (other): no information if lens will be returned. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
There was no patient injury. Results: visual inspection of the returned product found piece of one haptic torn off and missing. Lens was returned in liquid. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, probable cause of lens tear during injection is user or technical error. But a specific root cause of this event could not be determined. (B)(4).